Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 had consistently failed. The field service engineer tested the drawer, and it was working perfectly. The field service engineer stated that if the drawer was left open or not shut completely, it would not operate as intended. The engineer found several medications rubbing on top of the drawer, but not enough to cause it to fail. The customer opened and closed drawer 2.1 numerous times without any failure. The back of the station was checked for a possible medication jam, but nothing was found. The customer verified that the drawer was working as designed many times. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.